Event description:
It was reported by the customer that a pyxis medbank system had a failed drawer. The customer stated that when trying to issue medication the drawer never opened. Now the count is off because they tried to issue the med 3 times. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The technical support specialist found that the customer was trying to use a drawer and not the door to get medications out. The technical support specialist instructed the customer on where to look and she was able to find the items. The system functioned as intended after the technical support specialist troubleshooted the device.